Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead exhibited loss of capture. Chest x-ray was performed to confirm lead dislodgement and was in the right atrium. The lead was explanted and replaced. It was further noted that the lead was not sutured down properly. The patient was stable post operatively.